Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Approx two months postoperatively, the lens vaulted asymmetrically and a yag capsulotomy was performed. Additional info has been requested but not yet received. Should additional info be provided, a supplemental report will be submitted to FDA.

Manufacturer narrative:
The lens remains implanted. (B)(4)